Manufacturer narrative:
Corrected data - through investigation, it was learned this event involved non-edwards devices. A non-edwards 21mm surgical valve underwent transcatheter (valve-in-valve) intervention with a 23mm non-edwards prosthesis. There was no reported harm to the patient.

Event description:
Through investigation, it was learned this event involved non-edwards devices.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21 mm bioprosthetic aortic heart valve is failing after an unknown implant duration due to aortic stenosis. The patient is being worked up for transcatheter valve intervention; however, a date for intervention has yet to be scheduled.